Event description:
Patient is through the (B)(6), the (B)(6) sent him a new mouth piece and hose and now the machine has cracked. There is no replacement available yet as he doesn't see the doctor until the (B)(6) from the (B)(6) and he needs a new machine. Seen at (B)(6) and discharged even with broken machine. FDA safety report ID # (B)(4).